Event description:
Covidien customer service engineer (cse) reported that during the 840 vent preventive maintenance he found that the display was blank. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).